Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , reported that patient faced 3 infusion set tubing detached from connector. First and second infusion set has been used for 5 hours and third infusion set used for 1 day. First event occurred on (B)(6) 2024 , 2nd event occurred on (B)(6) 2024 and third event occurred on (B)(6) 2024 . No further information available.